Manufacturer narrative:
Investigation: customer returned (1) used bd pen needle without a tear drop label attached. Consumer reported needle blocked. The returned sample was examined and tested for flow: it failed. Further examination under a microscope revealed a white material residue, likely insulin residue, was found on the tip of the patient end cannula (possible indication of re-use of the needle). No manufacturing defects were observed on the sample. Unable to perform DHR review due to unknown lot number for clog. Bd was able to duplicate or confirm the customer¿s indicated failure. The possible root cause for this issue: user error. The needle clog found during investigation was most likely caused by re-use: if the needles are re-used insulin residue could clog the cannula since these needles are one use only, and hence the potential root cause for this issue is user error. No evidence of manufacturing related issues were observed on the returned sample.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. Unknown .batch no. Unknown. It was reported that the needle was blocked. Verbatim: needle blocked. Notes: date sanofi received complaint: 08.03.2019. Date sanofi received the sample: 22.03.2019. Pir: 1001002030.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the needle was blocked. Verbatim: needle blocked. Notes: date sanofi received complaint: 08.03.2019. Date sanofi received the sample: 22.03.2019. Pir: (B)(4).